Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The insufflations syringe was not received. The obturator was not received. The locking collar was intact. The trocar balloon and dissector balloon appeared intact. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the device's seal was broken. The current status was ok .there was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient cavity. There was no device fragment left in patient's cavity.